Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were visited emergency service room due to diabetic ketoacidosis on (B)(6) 2022 with blood glucose of unk. The customer's current blood glucose is 4.2 mmol/l. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus with insulin drip. Auto mode was active at the time of incident. The customer will continue to use the device.